Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint.based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Diopter: 20.50. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens device evaluated by manufacturer? No, lens was discarded by the facility (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded by the facility.

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens, 20.5 diopter in the patient's eye. The lens tore during insertion into the eye. The surgeon could not get lens to sit properly in the eye. The lens was removed without enlarging the incision and a 3-piece lens was implanted. There was no injury to the patient. Cause of lens tear is unknown. The lens was discarded by the facility.

Manufacturer narrative:
Per medical review - there is no information to determine if there was any malfunction of the insertion system, and a work-order search showed no similar complaints. Lens damage could have occurred at any time from manufacturing to lens loading and surgeon handling. The cause of the damage is not known. (B)(4).